Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted eight years, one month, underwent valve-in-valve procedure due to mitral stenosis. A 29mm valve was implanted inside the failing 31mm valve. Procedure went great without issues and the patient is in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted eight years, one month, underwent valve-in-valve procedure due to severe mitral stenosis and mild mitral valve regurgitation. Echocardiogram showed severe structural valve deterioration with severe restriction of the valve leaflets in a severely calcified prosthetic valve. A 29mm valve was implanted inside the failing 31mm valve. Procedure went great without issues and the patient is in recovery.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.